Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (# FDA-2014-n-0736-0802, awareness date 28-aug-2015 ). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) for over 2 years (2013). Consumer reported that since insertion she experienced hip joint pain, heart palpitations, numbness in toes and fingers, head stabbing pain, brain fog, weight gain, pelvic pain and anxiety. Also, at the time of report, she was late on her period. On (B)(6) 2015 she will have surgery to remove essure. Ptc investigation result was received on 20-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and since insertion she had pelvic pain. Approximately two years after essure insertion, she has a scheduled hysterectomy to remove essure. The pelvic pain is serious due to planned required intervention and listed in the reference safety information for essure. Considering the suggestive temporal relationship and lack of alternative explanation, the causal relationship between pelvic pain and essure cannot be excluded. This case is regarded as incident since a device removal will be required. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.